Event description:
The free standing, portable exam light was being used during a vaginal delivery. The physician pulled the exam light out for the delivery. The ob (obstetric) technician had adjusted the light not noticing that the legs for the light were not turned in the correct way to stabilize it. While the team was involved in the patient pushing during the delivery, the exam light fell over onto the physician and then onto the patient's perineum. The patient sustained bruising across the vulvar areas and on the left mons area. Similar events with this exam light have occurred on at least two previous occasions in this unit.